Event description:
Reportedly, during an attempt to monitor a patient's ECG waveform with a 4-wire ECG cable, the device displayed excessive artifact in all leads. The device operator checked all connections and ECG electrode placement. The reporter stated the artifact made interpretation of the pt's rhythm impossible. A back up device was made available and care to the pt was continued. The reporter stated there was a delay in treatment to the pt, but it caused no adverse affects. The reporter stated the device operator placed ECG electrodes on himself after the call had been completed, and could not obtain a readable ECG waveform. During testing the trunk cable and lead set were replaced without resolution of the artifact.